Event description:
It was reported that a 33 mm edwards valve was implanted then explanted during the same procedure due to the prosthetic valve leaflets not coapting properly. Per the op report, this patient presented with severe native mitral valve regurgitation, requiring mitral valve replacement. The prosthetic valve was able to seat within the annulus; however, in tying the sutures, one of them broke freeing the pledget on the inside. This pledget could not be found with the valve still in place, so the valve had to be removed and the surgeon was then able to scavenge the entire ventricle to ensure that it was not in the intracardiac space. The 33 mm valve was then replaced with pledgets on the atrial side, and it appeared to be well seated within the annulus. When testing the valve, there was more central regurgitation than expected. Upon inspection with a dental mirror, valve seemed fine. After weaning the patient off cardiopulmonary bypass (cpb), evaluation showed severe mitral regurgitation with lack of coaptation of the valve leaflets. Therefore, the patient was placed back on cpb and the valve was removed. Subsequently, a 31 mm edwards valve was implanted and seated nicely. At this time upon testing, the valve leaflets appeared to be more normally coapted. The valve appeared to be entirely competent even with the lv vent placed and once this was removed, there was just a small amount of mitral insufficiency centrally which is typical of this valve. Patient was successfully weaned from cpb and transferred to the ICU in stable but critical condition.

Manufacturer narrative:
(B)(4) - prosthetic valve leaflets not coapting properly. : it was reported that the 33 mm valve was explanted at implant due to the leaflets not coapting. Leaflet not coapting typically would result in regurgitation, as seen in this case. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the reported event could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.